Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 639mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient¿s pump was empty and alarming. The patient had missed a refill. The patient¿s pump was filled on (B)(6) 2017 and everything was fine now per the reporter. Per the reporter the patient did not have any symptoms that they were aware of. No further patient complications.